Event description:
(B)(4). It was reported that post a stenting treatment procedure, restenosis occurred. The target lesion was located in a carotid artery. An unknown size carotid wallstent was implanted to treat the lesion. (B)(6) 2011: the patient experienced in stent restenosis of the previously placed carotid wallstent. The event was considered severe and required hospitalization. 5 days later after diagnosis, the patient was administered 5000 units of heparin and the restenosis was treated with angioplasty and stenting. The patient was also medicated with aspirin and clopidogrel. (B)(6) 2011: the event outcome is listed as recovered. It is the opinion of the physician that this event is related to the carotid wallstent.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).